Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has been receiving inadequate therapy due to lead migration. X-rays confirmed the lead migration. The patient underwent surgical intervention on (B)(6) 2020 where the original lead was repositioned. Surgical intervention resolved the patient's issue.